Event description:
(B)(6) 2018 until (B)(6) 2018 when I got another new glucometer. The other new glucometer embrace pro gave faulty high glucose readings while I am on tpn causing excess insulin to be given and several lab tests to be performed unnecessarily. The readings were as high as 335 which caused 10 units of humulin r to be injected. The false readings were causing insulin to be injected in the tpn and then again in me daily for a month which were not needed. These false readings caused excessive unneeded lab tests to be performed to check my pancreas, etc. New glucometer shows levels on tpn to be in the low 100's. Lab tests also showed insulin in the 80's. Once labs were back, my internist suspected it was a faulty glucometer and he was correct. (B)(4).